Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that the patient had the port removed as treatment was complete. During removal of the device it was discovered that the catheter had broken, thoracic surgery confirmed the position of the catheter. There was no reported patient injury.

Manufacturer narrative:
Per the lot history review, this is the first complaint reported for this lot number and issue to date. Based upon the severity level and lot quantity, a DHR review is not required. However, the DHR was requested to review manufacturing records. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one MRI plastic lp port with a fragment of 6.6 fr s/l silicone catheter interim tubing embedded on the port stem was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for catheter break, and more specifically, catheter break at the port stem. The fracture plane of the catheter fragment located on the port stem is at an acute angle relative to the traverse plane of the port stem, and the surface of the fracture site is granular. This is consistent with the catheter breaking at the port stem as a result of tensile stress in the catheter. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. The observed catheter break at the stem and the observed indentations on the catheter lock surface manifests characteristics consistent with damage due to assembly technique.

Event description:
It was reported that the patient allegedly had the port removed as treatment was completed. It was further reported that the device was allegedly removed from the chest cavity by thoracic surgery. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and issue to date. Based upon the severity level and lot quantity, a DHR review is not required. However, the DHR was requested to review manufacturing records. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one MRI plastic lp port with a fragment of 6.6 fr s/l silicone catheter interim tubing embedded on the port stem was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for catheter break, and more specifically, catheter break at the port stem. The fracture plane of the catheter fragment located on the port stem is at an acute angle relative to the traverse plane of the port stem, and the surface of the fracture site is granular. This is consistent with the catheter breaking at the port stem as a result of tensile stress in the catheter. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. The observed catheter break at the stem and the observed indentations on the catheter lock surface manifests characteristics consistent with damage due to assembly technique.

Event description:
It was reported that the patient allegedly had the port removed as treatment was completed. It was further reported that the device was allegedly removed from the chest cavity by thoracic surgery. The patient status is unknown.